Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were drops of ¿fat¿ in the overpouch of an exactamix valve set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in its original sealed package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed excess silicone oil on the interior of the packaging, outside of the fluid path. Medical grade silicone oil is used in the assembly of this product. The reported condition was verified as a cosmetic defect. The cause of the reported condition was determined to be excess silicone oil applied during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.